Manufacturer narrative:
Concomitant medical products: etbf2816c145e stent graft implanted (B)(6) 2016; etlw1624c124e stent graft implanted (B)(6)2016; etlw1610c124e stent graft implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.